Event description:
It was reported that the zimmer air dermatome did not produce a graft that was smooth. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The air dermatome was returned for evaluation, and it was determined that the devicedid not meet calibration specifications. Two zimmer dermtome blades, were also returned for evaluation. It was determined that the blades met specifications. It could not be determined which serial number was used in conjuction with the air dermatome.